Event description:
It was reported that patient with history of dislocation underwent a hip procedure on (B)(6) 2012. Subsequently, patient was revised from a hi-wall liner to a constrained liner on (B)(6) 2012, due to dislocation. During the revision procedure, the surgeon had difficulties implanting a 36mm constrained liner, which led to a delay of more than half an hour. The surgeon elected to use a 32mm constrained liner and modular head to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions". The user facility was notified of the event on march 20, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00284, 00285 and 00294).